Event description:
Consumer was cleaning tongue with toothbrush and replaceable brush head detached and was swallowed. No injury occurred, no gagging or choking reported. Consumer went to local emergency room and received an x-ray. No treatment was prescribed, pt advised to return home and let brush head pass through her system.

Manufacturer narrative:
(B)(4) has manufactured and sold millions of this model toothbrush over the last decade and this is the only report received of a replaceable brush head coming loose.